Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 06/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 06/13/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that an unknown spaceoar device was implanted during a placement procedure performed on an unknown date. The device extended beyond the urogenital diaphragm near the penile bulb, leaving minimal hydrogel between the prostate and rectum. No patient complications were reported as a result of this event.

Event description:
It was reported that an unknown spaceoar device was implanted during a placement procedure performed on an unknown date. The device extended beyond the urogenital diaphragm near the penile bulb, leaving minimal hydrogel between the prostate and rectum. No patient complications were reported as a result of this event. Additional information: the spaceoar vue was implanted under general anesthesia, and post-procedure, it was discovered that the hydrogel was misplaced around the penile bulb instead of the perirectal area. The patient commenced radiation treatment on (B)(6) 2024, and by (B)(6) 2024, he reported increased urinary frequency. This side effect was not attributed to the hydrogel insertion but rather to the radiation therapy.

Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11. Blocks a1, a2, a3a, b5, b7, e1, e2, e3 have been updated based on additional information received on september 3rd, 2024